Event description:
It was reported by a customer on (B)(6) 2011 the aiming beam fired straight out of the fiber at 7,799 joules. Per the customer, the procedure was completed with turp. No pt injury was reported.